Event description:
It was reported that the vns patient went to the ER due to an open wound over the vns generator site. A little drainage was noted however the physician has indicated that there are no signs of infection. The wound opening has been attributed to the patient picking at the incision site. Follow-up with the nurse at the surgeon's found that the patient was reportedly pounding on his chest and picking at site when he had realized the presence of the generator. The physician reportedly made a new pocket and resutured the wound. The most recent report on the patient's status from the mother of the patient indicates that less drainage is present and the patient is believed to be doing better.